Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. Customer's blood glucose level was unknown. Customer stated that they changed set there was no bubble but when they used, there was an air bubble. Customer was advised to discontinue the infusion set and remove the reservoir from the insulin pump. The insulin pump will not be returned for analysis.